Event description:
It was reported that the pump was refilled in (B)(6) 2012. Due to a clerical error, a refill was not scheduled. The pump refill date was (B)(6) 2012. The patient/caregivers did not contact the hospital until (B)(6) 2013, as the patient¿s tone had worsened. The patient¿s legs showed increased tone consistent with the removal of baclofen therapy. The increased spasticity occurred for many months due to the missed refill. On (B)(6) 2013, the pump was interrogated. The logs indicated that the low reservoir alarm and empty reservoir alarm had occurred. The patient¿s brother was present and indicated that he had heard an alarm, but thought that it was possibly the patient¿s electric wheelchair or some other device making the noise. An alarm tests was initiated and it was possible to hear both the critical and non-critical alarms clearly. It was noted that a manufacturer representative stood 6-7 feet away from the patient in the day surgery unit while air conditioner fans were running and the critical alarm was clearly audible. The non-critical alarm was less, but still audible. Interrogation confirmed that the critical and non-critical alarms were set at 1 hour. There was a complaint that both alarms were too quiet and not always audible. The pump was re-programmed to the lowest programmable rate and the reservoir was refilled with 3000mcg/ml of baclofen. Although, it was noted that this was off-label and would give a lowest delivery of 144mcg/day, the healthcare provider (hcp) was confident that this was a safe starting dose for the patient. The critical alarms were reprogrammed to a 10 minute frequency. The catheter was aspirated to confirm that it remained patent. Cerebrospinal fluid (csf) was successfully withdrawn and the pump reservoir was filled successfully with baclofen. The manufacturer representative informed the hcp that there was no way to ensure the pump remained in a safe working state and discussed a explant and replacement ent. The decision was made to monitor the patient over the following weeks and try to reinitiate therapy with the existing pump. A review appointment was made for (B)(6). The patient¿s brother was provided with information about baclofen therapy, withdrawal, overdose symptoms, alarm sounds and contact details and was to pass this information on to the patient¿s caregivers. At the time of the report, the patient status was ¿alive-no injury¿. It was later reported that, as of (B)(6) 2013, the patient was ¿okay¿ and was to follow-up that afternoon with the hcp to assess whether to increase her dose.

Manufacturer narrative:
(B)(4).